Manufacturer narrative:
The device is used for treatment, not diagnosis. : an investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned. Placeholder.

Event description:
A report was received regarding a patient who was implanted with matrix mis system, l5-s1 on (B)(6) 2012. A postoperative CT scan revealed l5-s1 right sided rod migration. The patient was returned to the operating room for removal of the hardware due to the right sided l5-s1 rod migration. All hardware was removed from l5-s1 and replaced. This is report number 5 of 5 for the same event.